Event description:
It was reported that when the device was used during a gastric bypass, the device fired correctly (6) six times. On the last fire, the staples malformed and staple line separated. As a result, the procedure had to be converted from a laparoscopic to a open procedure to complete the case. There was no further consequence to the pt.